Event description:
It was reported by the healthcare professional (hcp) that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room (ER) due to shortness of breath and believed that the device was turned off during the ER visit. The hcp stated that the device was not available for review at the time of the report. To date, this crt-d remains in service. No adverse patient effects were reported.